Event description:
Trial patient reported the pain when turning up the stimulation at the implant location. It was started from previous night and it was horrible on the day of call. Patient also reported diarrhea. Patient also had urinary track infection (uti) about they were taking antibiotics about from 4 or 5 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.